Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable albt2 tina-quant albumin gen. 2 result for one patient sample. The initial result was 67.2 g/l and the repeat result was 35.8 g/l. The initial result was reported outside of the laboratory. The repeat result was believed to be correct. There was no allegation of an adverse event. The reagent lot number was 279009. The expiration date was requested but was not provided. The sample probe was replaced and the issue was resolved.